Event description:
It was reported "couldn't get the fos to zero. After catheter was inserted and connected to pump, after pump was turned on and cal-key did not zero". Additional information states that another catheter was not used. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "couldn't get the fos to zero. After catheter was inserted and connected to pump, after pump was turned on and cal-key did not zero". Additional information states that another catheter was not used. No patient injury or consequence reported. The patient's current condition is reported as "fine".